Manufacturer narrative:
The date of event is unknown no parts were returned to the manufacturer for physical evaluation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at the user facility reported that the blood pump rotor on the 2008k2 hemodialysis (hd) machine was physically damaged which led to the bloodlines becoming damaged during the patient's hd treatment. Subsequently, the pump stopped during the treatment, and the patient's blood began to clot within the extracorporeal circuit and dialyzer. Although the staff was able to partially return the blood within the lines, some blood was lost. The patient's estimated blood loss (ebl) was not known, however, the clinical manager stated that the total blood lost did not exceed 500cc, or the equivalent of full circuit of blood. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was moved to another machine to continue the hd therapy, and the treatment was able to be successfully completed without any further issues. Following the event, the 2008k2 hd machine was removed from service for evaluation. The biomed found that the blood pump rotor was damaged noting that the pins had come out, were missing and/or loose. The biomed replaced the blood pump rotor which resolved the issue. Following the part replacement, the system was restored to full functionality. Functional testing performed by the biomed confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. No parts are available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Following the event, the 2008k2 hemodialysis (hd) machine was pulled from service for evaluation. The user facility¿s on-site biomedical technician replaced the blood pump rotor which resolved the issue. The unit has been returned to service at the user facility without a recurrence of the event as reported. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the serial number of the 2008k2 hd machine in question was not able to be provided. However, all device history records (DHR) are reviewed and released according to the "DHR review checklist & release procedure." P/n 190610; a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.